Event description:
Patient has presented with the zb dual mobilty shell which has dislodged and rotated within the acetabulum. And has also dislocated. A excision was made to make a custom acetabular component and implant this (dr (B)(6), (B)(6)2022, (B)(6)hospital) on opening the hip, the zimmer biomet shell was loose. This was removed along with the corail head. The corail remained well fixed. A custom made cup was implanted and a new corail head implanted. Dislocation and loosening of cup, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).